Event description:
It was reported that the ventricular lead had multiple lead warnings. The bipolar impedance was higher than unipolar. An insulation breach was suspected. Additional information indicated that the lead had "abnormal pacing impedance" measured at 288 ohms. There was also high impedance and oversensing reported. The ventricular lead was capped and replaced. The atrial lead had reported no capture, however, this lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.